Event description:
The physician noted a probable dissection in the left internal carotid artery (ica) that he believes was caused from multiple manipulations of the merci 9f balloon guide catheter. The catheter had to be repositioned in the ica after each of multiple attempts to retrieve thrombus from the left middle cerebral artery using a merci retriever device. The physician indicated that the pt tolerated the procedure well without immediate complications and was transferred to the recovery area in unchanged neurologic and hemodynamic condition. About two weeks later, the pt was discharged to an extended care facility.

Manufacturer narrative:
Because the device was not returned to concentric medical, a complete investigation could not be performed. The mfg records for 9f balloon guide catheter devices that were shipped to the site in 2008, lot#s: 32886, 32899, 32962, 32965, 32976, 33005, 33063, 33141, 33155, 33161, 33176, 33193, 33200, were reviewed and no anomalies were found that are related to this complaint. The current device instructions for use (IFU) lists vessel dissection and perforation as known complications. Also, there is a warning in the IFU that provides recommendations to prevent vessel damage.